Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during the procedure, a 2.75x18mm xience v caused a dissection, and another xience v was used to cover the dissection. No additional event or pt info is available.